Event description:
Additional information was received from a healthcare provider via a company representative (rep) stated that the patient had an infection where spinal hardware had to be removed and to do that a surgery had to explant part of spinal piece of the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had a spine surgery in 2024-march where the catheter was cut. Action/intervention: replaced previous catheter with ascenda. Outcome: the issue was resolved. The medical history was not available due to legal/confidential reason. The patient was alive and no injury.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2004 explanted: (B)(6) 2024 product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 14-oct-2005, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 08-dec-2017, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.